Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing set filter cracked and leaked during patient use. The patient developed a clabsi, however, there was no report of lasting harm.